Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and stuck button alarm found on 10-jan-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 01/08/2023 09:04:22.000 during bolus delivery. There was no stuck button alarm/pump error 61 (stuck key alarm) recorded in the formatted history file for the event date. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 12/02/2022 13:10:07.000 to 12/02/2022 13:13:45.000, 12/03/2022 19:19:46.000, 12/27/2022 22:24:42.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed, suspected on the keypad assembly. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. No delivery alarm/insulin flow blocked alarm was not confirmed. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed, suspected on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump buttons stick and received no delivery alarms. No further information was provided. Troubleshooting could not be performed. No harm requiring medical intervention was reported. The insulin pump will remain in use and the devices will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.